Event description:
It was reported to medtronic neurosurgery that the drainage system had become disconnected at the stopcock closest to the patient which resulted in pneumocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.